Manufacturer narrative:
This is the same event as 3010536692-2016-00627. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to presumed mom wear with hypersensitivity. There was some slight dark brown-black staining of the lining of the synovium. (Left)